Event description:
The pt underwent a low anterior resection that included the implant of the gore seamguard bioabsorbable staple line reinforcement. A leak developed post op, and was treated with a diverting ileostomy. Current status of the pt is ok.

Manufacturer narrative:
Add'l info is forthcoming.